Manufacturer narrative:
Corrosion was found on the motor home switch. No moisture damage was found on the electronic assembly, keypad trace, and battery tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was condensation on the inside of the display window of the insulin pump. Customer went kayaking over the weekend. Customer's blood glucose was 72 mg/dl. Customer stated there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.